Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effects of fistula, hematoma, stenosis, occlusion and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. The patient effects of fistula, hematoma, stenosis, occlusion are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "learning curve of preclosure technique using perclose proglide vascular closure devices in percutaneous thoracic endovascular aortic repair"

Event description:
The article aimed to explore the learning curve of total percutaneous thoracic endovascular aortic repair (tevar) with the preclosure technique using perclose proglide. Between september 2016 to may 2020, 93 consecutive patients who underwent total percutaneous tevar with the preclosure technique using perclose proglide devices. The proglide device may have caused or contributed to subcutaneous hematoma, arteriovenous fistula, arterial stenosis, occlusion, and failure to achieve hemostasis. For treatment, medical or surgical intervention was performed. Details are listed in the attached article, titled ¿learning curve of preclosure technique using perclose proglide vascular closure devices in percutaneous thoracic endovascular aortic repair.¿